Manufacturer narrative:
The reported issue was not confirmed. Analysis of the returned ipg found no physical anomalies, it communicated with lab utilities and all portions of the autotest (ate) passed. The returned ipg exhibited normal device characteristics during analysis.

Manufacturer narrative:
The report of ¿system shut-off¿ without prompting was not confirmed. Analysis of the returned ipg found no physical anomalies, it communicated with lab utilities and all portions of the autotest (ate) passed. The returned ipg exhibited normal device characteristics during analysis. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03646, 3006705815-2021-03647. It was reported by the patient their system was not working as they indicate the ipg would shut-off without prompting. The patient also stated one of the leads was not functioning. Surgical intervention took place in which the system was explanted. It is unknown which lead was not functioning; therefore both leads are being reported on.